Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the first of two reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that multiple knife blades have been dull during separate cataract surgeries for the last few weeks. Alternate knives have been obtained in order to complete each procedure. There has been no harm to any patient. Additional information has been requested.